Event description:
It was reported that, during surgery, plastic flange of a mitrial fem head 36 +8 broke off while inside the patient and all pieces were recovered. The procedure had concluded with the same device. Surgery was not delayed. The patient was not harmed beyond what has been described here.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned trial head confirms one of the tabs broke off the device. The broken piece was not returned with the device. There is no lot number available for this device. A medical investigation will be performed of the report plastic flange breaking off the trial head during surgery while inside the patient and all pieces were recovered. Procedure concluded with the same device. No injury or delay reported. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.